Event description:
The device was returned for air compressor failure. During power up sequence the air compressor was heard to make excessive attempts to charge the pneumatics and the pump immediately alarmed. The device was reverted to manufacturing mode and failed pneumatic recharge testing consistent with a failed air compressor. No additional damage was identified. During investigation it was found the cycle counts on the batteries were high (>140). While the batteries are not a source of failure at this time, they will be removed for further engineer evaluation and will be replaced with new batteries. The time on battery counter was not yet reset as the odometer was reviewed after the unit was in bring-up mode. The customer reported issue was confirmed during investigation.

Event description:
The following has been reported: biomed reported: "when they turned on pump to test, pump problem alarms. Biomed searched though pump alarms, found pump problems on the following dates and times: november 27 at:46,6:13,6:14, november 28 at 10:32,10:34,10:42,10:45,10:49,10:53. While testing pump, service needed appears and they could not test the pump patient harm: unknown." A preliminary review identified the following issue: mechanical hardware failure (air compressor). An active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.